Event description:
It was reported that the ilet pump experienced rapid battery depletion and failed to boot after charging, displaying a blue circle and a lock icon, and ultimately powered down during a shower; the user transitioned to insulin pens and continued cgm use. Symptoms included no reported changes in blood glucose. Outcomes included no adverse health impact and no medical intervention. Investigation included customer interview, device-use review, and troubleshooting guidance. Investigation of this case revealed a device power malfunction consistent with battery depletion and unsuccessful charging despite use of the original charger. It was concluded that a device malfunction occurred and a replacement was warranted.